Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have only received a picture showing an empty racepack, there is no suture inside. We assume that this defect was caused by the automatic winding machine during the manufacturing process. This unit was packaged without the suture, and it was not discarded by mistake. However, considering that only one unit has been found and that there are no previous complaints of this code batch, we consider it an isolating event. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: the most probable root cause is a failure in the automatic winding machine in production, the unit involved was packaged without the suture and not discarded as defective. Final conclusion: considering that the unit of the picture received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the picture received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The client reported that when we opened the suture package, neither the suture nor the needle was found. There is no patient involvement.